Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Customer was using chair as normal and the wood inside of the shower chair seat split causing the seat to break. The clips of the seat did not break, just the seat itself. MDR filed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 153186-2013-00217 indicting the manufacturer as unknown. The actual manufacturer is (B)(4).